Manufacturer narrative:
Surgeon reported that the implant is unstable. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specifications.

Event description:
Surgeon reported that the implant is unstable. Revision surgery is planned.